Manufacturer narrative:
Plant investigation: the actual device was returned to the manufacturer for physical evaluation. An exterior visual inspection of the returned cycler showed no signs of physical damage. Upon power up, the touch screen test failed. The ok, stop, and up/down arrows push buttons illuminated, however the front panel display remained blank. An internal inspection of the cycler found evidence of an internal short present on transformer (t1) of the inverter board. A known good inverter board was installed and the display became operational. There were visual indications of dried fluid under the pump assembly on the bottom cover. Found fluid in hp3 filter. The cause of the observed dried fluid could not be determined. An investigation of the cycler mushroom heads verified that the surface conditions and alignments were within specification. A review of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, a device history record (DHR) review was performed and verified that the results of the in-progress and final quality control (qc) testing met all requirements. Upon completion of the evaluation, the reported issue was confirmed and the cause was determined to be an internal short on the transformer of the inverter board. The cycler was refurbished following the evaluation.

Event description:
It was reported that a patients liberty select cycler powered down during an unknown phase of their peritoneal dialysis (pd) treatment. The display was reported to be blank. The cycler was switched on and there was no sound when ok/stop buttons were pressed and there was no light on cycler buttons / iq drive. The patient reported that the cycler would not power back up. The patient attempted to power back up 3 times. The patient then did a hard reset/reboot of the cycler. The patient pressed ok, stop, and touched the screen but screen remained blank; the ok and stop keys did make sound when pressed. The ok and stop keys were lit up, however the screen remained blank. At that point in time, the technical support representative advised the patient to discontinue use of the cycler and to notify their peritoneal dialysis registered nurse (pdrn) of the event. A replacement cycler was issued to the patient. There was no indicated adverse events or medical intervention required as a result of the reported event. The patient did indicate that alternate treatment could be carried out until a new cycler arrived. The cycler was returned to the manufacturer and a replacement cycler was provided and received. Additional information was requested, however to date has not been provided. Upon physical evaluation of the cycler by the manufacturer, evidence of an internal short on the transformer on the inverter board was identified.